Manufacturer narrative:
Additional information was received on 28-may-2024. Ablation settings are high power short duration hybrid workflow with qdot. Anterior using preset qmode 50w and qmode+ 90 w on the posterior wall. Ngen catheter was used. Additional information was received on 30-may-2024. These settings are utilized in all atrial fibrillation procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter email: (B)(6). Additional information received indicates that the device is not available for return, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericarditis. The intervention provided is unknown. It was reported that the physician complained about an issue that he's noticed since they started using qdot micro catheters in october. Caller stated the physician used to use 50 watt with smarttouch sf catheters on atrial fibrillation ablations previously to using qdot micro catheters. Caller stated the physician has noticed a 5-10 percent increase in pericarditis since they started using the qdot micro catheter. Caller could not provide any specific procedures involved and did not know any other details. Additional information was received. The adverse event was discovered post use of bwi products. The physician's opinion on the cause of the adverse event was procedure related. The intervention was unknown. Outcome was unknown. Ngen generator was used.